Event description:
Additional information-preoperatively the patient had flexion contracture and lack of full flexion. Hospital care time: admitted (B)(6) 2023 and discharged (B)(6) 2023. Patient was revised to an exactech optetrak insert. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Serial #: (B)(6), insert tib 5x18mm knee cndyl cnstrn screw optetrak. The serial number (B)(6), does not exist for an insert as reported in the revision operative report of (B)(6) 2021 for devices that were implanted. H3. Investigation results device information was not provided. The cause of the patient¿s problems with range of motion and subsequent polyethylene revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has had previous knee revisions. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported, the 73 year old male patient had 2 prior right knee revisions on (B)(6) 2010 and 3/17/2021. The patient presented to his surgeon with pain and a history of a right total knee arthroplasty revision using exactech recalled polyethylene. The patient was revised on (B)(6) 2023. The synovial fluid in the joint was clear without evidence of purulence. A complete synovectomy was performed removing scar tissue and re-establishing the anterior compartment of the knee, suprapatellar pouch and medial and lateral gutters. Examination of the implants revealed that the femoral component was well fixed and appropriately sized. The tibial component was well fixed, aligned and oriented. The patellar component was well fixed. The polyethylene liner was removed and noted to have no significant wear. The patient emerged from anesthesia and was transferred to the pacu in stable condition.

Manufacturer narrative:
Pending investigation. Serial #: (B)(4) category #: 204-04-54 - trapezoid tibial tray sz 5f/4t, serial #: (B)(4) category #: 204-44-08 - tibial augment block 1/3-sz 4 8mm, serial #: (B)(4) category #: 02-012-60-1616 - logic stem ext 16mm x 160mm.